Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was consistent with the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an abnormal discharge occurred at the head end of the permanent cautery hook instrument. When the instrument was removed, there were burn marks on the tip of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred while cauterizing. The instrument was used around 10 minutes before the incident. The instrument was in touch with a tissue when the issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring occurred. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley show signs of thermal damage. Additionally, the instrument was found to have thermal damage on the monopolar yaw pulley on the opposite side of the cable routing. Material does not appear to have burnt off from the charring that occurred. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley shows signs of thermal damage.

Event description:
Refer to h11 for follow-up information.